Manufacturer narrative:
Additional information was received on february 15, 2023. The initial report submitted outlined the patients hemorrhage, infection, and, evacuation with reuse of the implant. Evacuation with reuse of the implant was performed on (B)(6) 2020. On (B)(6) 2020 the patient delayed wound healing was noted. A pinhole with yellow drainage was present and the breast was still swollen. This issue progressed and the pinhole exposure grew larger. The patient was treated with dermabond and additional sutures were placed. There was continued asymmetry with a shallow depression of the right breast and asymmetric appearance of the breasts. On (B)(6) 2020 an additional surgical procedure was performed to correct the device exposure. The implant was reused again. On (B)(6) 2020 the device was explanted. The presence of a shallow ulcer was noted on (B)(6) 2020. On (B)(6) 2020 the right implant was replaced with a mentor smooth round moderate plus profile 325cc saline prosthesis. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: hemorrhage, delayed wound healing, infection, extrusion, and asymmetry. Manufacturer¿s reference number: (B)(4) on february 17, 2023 mentor became aware that h6 (medical device problem code) erroneously reflected a24. Since the device was reused in the patient, a23 (use of device problem) is the proper code.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hemorrhage. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced right sided hemorrhage and infection post procedure. A blood vessel was damaged during implant surgery. This required additional intervention. The implant was removed, cleaned, and placed back inside the patient. Subsequently, the patient developed a methicillin-resistant staphylococcus aureus (mrsa) infection. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.